Manufacturer narrative:
G4: 03jan2020, b4: 09jan2020. The fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the battery and the problem was resolved. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19dec2019.

Event description:
The customer reported that the ventilator will not operate on battery when alternate current power is disconnected. The customer could not confirm if the ventilator was being used on a patient at the time of the reported event, however, there was no patient harm reported.